Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with an ecr60w cartridge loaded on the device. The returned reload was unfired. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting to right. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties noted. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. Although no conclusion could be reached on what caused the damaged to the articulation mechanism, it is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap roux-en-y procedure the device was fired for the seventh time with an unknown color cartridge. The device did not cut and produced malformed staples. They tried to open the device and the device would not open. An alternate device was used to remove the device from the tissue. A second like device was used to complete the procedure. More bowel was resected due to the device malfunction but it did not affect the procedure or the post-op patient care.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.